Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), allergy to metals ("allergy- nickel"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("bloating") and feeling abnormal ("brain fog") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation and psychological trauma outcome was unknown and the dyspareunia, dysmenorrhoea, back pain, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, anaemia, allergy to metals, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased, abdominal distension and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, dysmenorrhea, back pain, abdominal pain, menorrhagia, metrorrhagia, nickel allergy, psychological injury, migration, fatigue, hair loss, dental problems , hormonal changes, migraines, headaches, nausea, vision problems weight gain, bloating, brain fog. Discrepancy noted in insertion date : (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received : previously added "injury" was replaced with "fallopian tube perforation". New events "dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back pain, apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, nickel allergy, psychological injuries, migration, other injuries/symptoms fatigue, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, vision problems, weight gain, bloating, brain fog" were added. Essure confirmation test was not performed, reporter information and patient demography were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.